Event description:
The above date is the first date when I sought care for worsening asthma symptoms. I purchased and used soclean 2 CPAP sanitizer in (B)(6) 2020 to clean my CPAP daily. Since its use, my asthma symptoms have worsened to the point that I'm now on parenteral therapy and continue to daily symptoms of cough, wheezing and productive cough. I've had nearly daily headaches. I have only recently discovered the health harms that can occur with exposure from "activated oxygen" from the device. It took my CPAP malfunctioning for the past 4-6 months to bring my attention to looking into the soclean 2 device as the cause of the problems. I had to go the ed for pleuritic chest pain recently, and continue to have some intermittently. I am ashamed since I am a family medicine physician that I didn't know this before, or sooner, but I think the pandemic has kept my attention from the warnings about the dangers of this treatment of CPAP equipment and exposure to users. I have discontinued use of the malfunctioning CPAP and soclean 2 sanitizer and started to use an older model CPAP. My hope is the symptoms will improve without ongoing exposure to the ozone gases. Cxr demonstrated bibasilar opacities with trace left pleural effusion, and right basilar atelectasis. Decrease lung volumes. FDA safety report ID #:(B)(4).

Event description:
The above date is the first date when I sought care for worsening asthma symptoms. I purchased and used soclean 2 CPAP sanitizer in (B)(6) 2020 to clean my CPAP daily. Since its use, my asthma symptoms have worsened to the point that I'm now on parenteral therapy and continue to daily symptoms of cough, wheezing and productive cough. I've had nearly daily headaches. I have only recently discovered the health harms that can occur with exposure from "activated oxygen" from the device. It took my CPAP malfunctioning for the past 4-6 months to bring my attention to looking into the soclean 2 device as the cause of the problems. I had to go the ed for pleuritic chest pain recently, and continue to have some intermittently. I am ashamed since I am a family medicine physician that I didn't know this before, or sooner, but I think the pandemic has kept my attention from the warnings about the dangers of this treatment of CPAP equipment and exposure to users. I have discontinued use of the malfunctioning CPAP and soclean 2 sanitizer and started to use an older model CPAP. My hope is the symptoms will improve without ongoing exposure to the ozone gases. Cxr demonstrated bibasilar opacities with trace left pleural effusion, and right basilar atelectasis. Decrease lung volumes. FDA safety report ID #:(B)(4).